Manufacturer narrative:
(B)(4). Based on the analysis findings and provided information, the report of pipeline flex failure to open on the distal end could not be confirmed as the received braid was found fully opened. It is possible that the damage on both ends of the braid may have contributed to the reported issue. However, the cause for damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. It should be noted that pipeline flex IFU (instructions for use) provides the following guidance: do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. All mdrs related to this event: 2029214-2016-00170 2029214-2016-00171 2029214-2016-00172.

Manufacturer narrative:
(B)(4). The pipeline flex has been returned and evaluation is in progress. A follow up MDR will be submitted when evaluation is complete.

Event description:
Medtronic received report that a pipeline flex device did not open during a procedure. The patient was undergoing treatment for an unruptured, amorphous aneurysm in the paraophthalmic artery. Aneurysm max diameter was 15mm and neck diameter was 8mm. Landing zone artery size was 4.25mm distal and 4.75mm proximal. The vessel was severely tortuous. All devices were prepared as per IFU. It was reported that during deployment of the pipeline flex, the device had a cornucopia shape on the distal end. The pipeline flex was removed from the patient. Ultimately, a new device was implanted and angiographic result post-procedure showed stasis in the aneurysm. There was no report of patient injury as a result of this event.